Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump had cracked display window corners and a cracked reservoir tube lip.

Event description:
The customer reported a button error. The blood glucose reading was 400 mg/dl. Prior to the event, the unit may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.